Event description:
According to available information, this device was not able to be used due to contamination. A hair was found in the packaging. No other adverse patient effects were reported.

Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release and no trends were noted. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should additional facts prompt us to alter or supplement any information or conclusions contained in the original MDR or in any prior supplemental reports, a follow-up report will be submitted.

Manufacturer narrative:
This device was received for analysis. It was determined that the hair was introduced during the final stages of packaging. A retraining was performed on the importance of wearing hairnets during this stage to prevent further contamination in the future.